Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record (DHR) showed the product was released per specifications. Thirty three samples were received, one was the suspect product and thirty two samples were returned unopened which are non suspect samples. The one suspect product ws visually and functionally tested and passed testing, no occlusion was found. The thirty two non suspect samples were visually inspected and no issues were found that could cause an occlusion. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Event description:
A surgeon reported that a complete occlusion occurred during a cataract procedure. Initially, he changed the phacoemulsification tip but the occlusion continued. Then he changed the phacoemulsification handpiece and the occlusion continued. The occlusion was resolved after the cassette was replaced. There was no harm to the patient. Additional information was requested and none has been received at this time.